Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent a cystoscopy exam under anesthesia, debridement of vaginal wall abscess and excision of mesh on (B)(6) 2011, due to pelvic pain and history of mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a diagnostic laparoscopy with excision of the right sided mass, right salpingo-oophorectomy, and lysis of lesions.

Manufacturer narrative:
Date sent to FDA: 06/13/2016. It was reported that following insertion the patient experienced urinary frequency, uncontrolled loss of urine and pain with intercourse. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, uncontrolled loss of urine and pain with intercourse.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent exposure of mesh on (B)(6) 2009 by dr. (B)(6) at (B)(6) due to exposure of mesh.

Event description:
It was reported that patient underwent exposure of mesh on (B)(6) 2009 by dr. (B)(6) at (B)(6) due to exposure of mesh.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, fistulae, bleeding, dyspareunia and vaginal scarring. It was also reported that the patient underwent excision in (B)(6) 2008 due to extrusion. It was reported that the patient underwent further mesh excision on (B)(6) 2011 due to extrusion. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2008, the patient observed right ovary out due to cancerous and had sling at the same time and has not felt right since. On (B)(6) 2008, the patient underwent revision due to exposed mesh, repair of vagina and synthetic sling.